Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 110.6021. Account name:(B)(6). Asset name: 8015bd pcu dom v9.19.1.2 a/b/g/n. (B)(4).patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8015 sn (B)(4) having an error 100.6021. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed on 8015 sn (B)(4) having an error 100.6021, resolution is to replaced faulty keypad assembly. Biomed will send it in for warranty repair.